Manufacturer narrative:
The customer¿s report that the needleless connector leaked was confirmed by functional testing. Visual inspection was performed on the smartsite to look for defects such as cracks, misassembly, or deformations, no anomalies found with the received connector. Functional testing was performed with no leaks occurring between the smartsite connector and lab syringe or at the connection between the smartsite and connecting lab extension set. Further investigation of this failure was able to replicate a leak at the connection between the smartsite male luer end and female luer of extension set. The root cause of the leak was determined to be a discontinuous surface contact caused by a molding defect in the female luer.

Event description:
It was reported that the needleless connector leaked during an infusion on a pediatric ICU patient. No patient harm occurred.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the needleless connector leaked during an infusion on a pediatric ICU patient. No patient harm occurred.